Event description:
It was reported that the t:slim x2 pump's battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Pump began charging after customer left the pump plugged into a power source.